Event description:
The manufacturer became aware that an essence nebulizer was not working. There was no report of smoking, flames or exposed wires. The nebulizer was returned for evaluation and the technician found evidence of a milky contaminate throughout the inside and outside of the device. It appears the liquid contamination made its way inside the switch from the top of the enclosure causing verdigris and a short. This short melted the internal power cables at the on/off switch, and melted into the npc buffer tube causing a hole in the buffer cylinder and damaged the surrounding area. There was no allegations of harm or injury. The manufacturer confirmed the complaint of device not working due to the thermal damage inside the machine at the on/off switch. The root cause could be the switch itself had an internal short, the insulated connection tabs as the end of the white and black internal power wires may have had a fuilure or the liquid contamination had caused the thermal event. The nebulizer had evidence of grime, dirt, debris and a black powdery substance falling from the vents. There was no air filter in place. Labeling warns: any liquid spilled on or inside the unit should be allowed to dry before operating. The manufacturer will submit this report as an initial final. The manufacturer concludes no further action is needed at this time.